Manufacturer narrative:
(B)(4)¿ surgical procedure. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent laparotomy on an unknown date and suture was used. Following the procedure, the patient experienced post-operative suture breakage and had to go back into surgery days later to repair the broken suture. The patient is stable. Additional information has been requested.